Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-oct-23. The consumer was alleging an equipment malfunction potentially related to quality control. It was reported that the patient experienced acute baclofen pump withdrawal resulting in intensive care hospitalization, intubation, and replacement of the patient's pump four weeks prior to the date of the report. The alarm on the pump did not alert the patient or their caregiver of the "impending problem". Though a caregiver would occasionally hear a sound hear a sound, they were bewildered by the source of the sound and did not relate it to the patient's pump. The consumer alleged a potential lack of patient awareness to the alarm and stated that there was a possible need to explore the alarm system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at near 1000mcg/day. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that multiple motor stalls occurred starting on (B)(6) 2018 per the event logs. The patient evidently heard alarms but thought it was something outside. The patient ended up in the ER (emergency room) on (B)(6) 2018 with baclofen withdrawal. Per the reporter there was nothing of note if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated which showed multiple motor stalls. The actions and interventions taken to resolve the issue was the pump turned to minimum rate and the patient was given oral meds to supplement. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.